Event description:
Patient arrived to or for surgical procedure, it was noted significant amount of air in the tubing.

Event description:
Patient arrived to or for surgical procedure, it was noted significant amount of air in the tubing.